Event description:
Device malfunction: failure to deflate/separated shaft. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure the voyager nc balloon would not deflate in the left main artery. There were no reported adverse patient effects. No additional information was provided. Analysis of the returned voyager revealed that the shaft was separated; additionally, there was a separated bmw universal ii guide wire returned inside the balloon guide wire lumen.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible on the shaft, in the inflation lumen, guide wire lumen and on the balloon. The balloon was returned loosely folded. The shaft had separated 5.3 cm proximal to the guide wire exit notch. The fracture faces were jagged and stretched. The support mandrel was also separated at the same location. The fracture faces were smooth and at an angle as if it was cut. The shaft was torn 3 mm distal to the separation for the length of 4 mm. The guide wire exit notch was torn for a length of 7 mm. There was 5 mm of the distal end of the support mandrel sticking out the tear in the guide wire exit notch. The shaft at the mid lap joint was stretched for a length of 2 mm distal to the mid lap joint. The shaft distal to the guide wire exit notch was stretched for a length of 1.7 cm. The inner member in the center of the proximal balloon marker had separated. The distal balloon marker was twisted. There was no other damage noted to the balloon catheter. There was 39.8 cm of a separated bmw universal guide wire returned inside the catheter. The balloon deflation times could not be measured due to the damage noted. Product performance engineering reviewed the incident information and analysis of the returned products. Difficulty to deflate can be affected by numerous factors. Analysis of the returned voyager nc is consistent with handling of the product, the balloon being inflated and a separation occurring within the patient anatomy. The mid lap joint and inner member were noted to be stretched. The inner member in the center of the proximal balloon marker had separated and the distal balloon marker was noted to be twisted. The shaft was noted to be separated proximal to the guide wire exit notch and the fracture faces were noted to be jagged and stretched, suggesting that the separation may be caused by tensile overload. The support mandrel was also separated at the same location; however, the fracture faces were smooth and angled, as if cut. The observed damage was not noted during inspection prior to use and was not reported as a result of a complication during use of the voyager nc dilatation catheter. It is possible that resistance was noted during removal of the dilatation catheter, as the balloon had difficulty to deflate; however, this cannot be confirmed. The damage is most consistent with resistance during removal of the guide wire such that the shaft and inner member stretched and separated. Analysis also noted that the shaft was torn distal to the shaft separation for a length of 4 mm. The tears were jagged, as if there was resistance or interaction with the anatomy/accessory devices during removal. The guide wire exit notch was torn for a length of 7 mm. The support mandrel was sticking out of the tear in the guide wire exit notch. The noted tear likely occurred from handling of the product, as no damage was noted during the inspection prior to use. Based on the direction of the tear, it is possible that during removal of the guide wire, the catheter may have been inadvertently mishandled, such that the guide wire was pulled in the opposite direction of the guide wire exit notch, causing the shaft to tear and for the support mandrel to stick out of the tear. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot. There is no indication of a voyager nc product quality deficiency. In this case, the reported difficulty to deflate was unable to be confirmed due to the extensive damage to the voyager nc catheter and a conclusive cause could not be determined. A conclusive cause of the noted catheter guide wire damage could not be determined, thought there is no indication of a product quality deficiency. Product performance engineering will trend and monitor the experience circumstances. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.